Event description:
It was reported that the battery voltage measurement was low, and less than at the last interrogation in (B)(6) 2010. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the battery voltage measurement was low, and less than at the last interrogation in (B)(4) 2010. Further information indicated that there was early battery depletion. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the device experienced low telemetered battery voltage. On 03-aug-2010, the telemetered battery voltage was 2.10 v while the daily battery voltage trend measurement was 2.95 v.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the device experienced low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.10 v while the daily battery voltage trend measurement was 2.95 v.